Event description:
Ventilator malfunction. Failure on three separate occasions, necessitating ventilator replacement. No adverse patient outcomes. Company is investigating and analyzing error codes at this time.